Event description:
Procedure: gynecology. Reportedly, the metal pin disengaged from the device and fell into the surgical area. It was retrieved during the operation, and there was no injury or harm to the patient.